Event description:
The pt was placed on pneumatic support using the stroke volume limiter, (svl) and ip drive console during transport to the or to have his exit site examined. The ip drive console stopped working upon having no battery (dc) power. As a result, the pt was hand pumped during transport to the or.

Manufacturer narrative:
Pt remains on pneumatic support. The device was plugged back in and started working again and thus, will continue to be used as a backup unit. No further info is available at this time.